Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed and the device would continue to be monitored. The patient experienced no adverse consequences.